Event description:
It was reported that the unused harmonic ace instrument white teflon pad was found to be torn off after it was removed from the box. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: no damage was found on the packaging. The customer stated the teflon pad was found to be torn off after it was removed from the box..

Manufacturer narrative:
Based on the claim against the product by the customer noting the white tissue pad was torn off, an investigation is in progress to determine the cause of this reported event. Isi has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint of "white tissue pad torn off". For clarification, the instrument was found with teflon pad damage at the distal tip. Missing material, approximately 0.10¿ x 0.04¿, was not returned. Root cause is attributed to the mishandling/misuse. Failure analysis found the primary failure of teflon pad damage to be related to the customer reported complaint. Review of the provided image is consistent with the alleged complaint of a torn teflon pad. A review of the instrument log for the harmonic ace instrument (pn# 480275-08 lot# l10221016-0020) associated with this event has been performed. Per logs, the single use instrument was last used on (B)(6)2023 on system sk6088 for approximately 24 seconds. The logs confirmed the harmonic ace® curved shears (pn# 480275-08 lot# l10221016-0020) was used on system sk6088 in a sleeve gastrectomy surgical procedure on (B)(6)2023. Log files show another harmonic ace® curved shears was used in the procedure for 1 hour 20 minutes. This event is being reported because a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.